Manufacturer narrative:
The reported event was not confirmed during evaluation of the returned autopulse lithium ion battery (serial number: (B)(4)). No physical damages were observed during visual inspection and the battery was received fully charged. Review of the battery's archive data found no recorded errors on the reported date of event ((B)(6) 2017) or in the entire archive data. Additionally, the archive revealed the battery was last fully charged successfully on (B)(6) 2017 and was last inserted into an autopulse platform the same day without errors. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for autopulse battery with serial number (B)(4).

Manufacturer narrative:
The autopulse battery was returned to zoll on 05/22/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that a fully charged autopulse lithium ion battery (B)(4) did not power on the autopulse platform during a shift check. The platform did power on when other autopulse batteries were used. There was no patient involvement.